Event description:
It was reported that the supera self expanding stent (ses) was implanted in an inaccurate position and was removed. No additional information was provided.

Manufacturer narrative:
B3: estimated date. D4: the UDI number is not known as the part and lot number were not provided. D6a: estimated date. D6b: estimated date. The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Based on the limited information provided, the investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment article titled: "a case of removal of a supera stent implanted in an inaccurate position".